Event description:
Additional information was received from a healthcare professional. It was reported that the most likely cause of the incision opening at the implant site was said to be because the implant was maybe too close to skin. Removed and the hcp will reassess and re-implant in the future. Additional information was received from the healthcare provider. It was reported that the hcp stated the removal/replacement surgery was performed on (B)(6) 2024. The site was not infected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that patients incision opened up at ipg site. Additional information was received from a healthcare professional. It was reported that the most likely cause of the incision opening at the implant site was said to be because the implant was maybe too close to skin. The hcp will reassess and re-implant in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.